Event description:
The navistar thermocool catheter was displaying upside down. All of the cables and catheters were connected properly. We changed catheter and the problem was resolved. No harm came to the patient.